Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber twisted and fire beam straight." The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."